Event description:
Rptr has bilateral breast implants - saline. Brand on her chart mcghan 330 cc. After 7-8 months rptr had another surgery because implants too high. Developed 250cc hematoma left upper breast, inside implant brown fungus, cultured streptomycosis. Rptr had multiple surgeries, approx 7. Rptr went to another md, who found this and helped her. The first md did not listen, rptr "could have died". The first md went to another country to do cleft palate surgery weekly. Rptr thinks the implants came from that country. When rptr asked for records of the implants there was no literature. Her chart had a copy of numbers for 2 left implants. Rptr called MFR, as it is the law for products to be registered. Rptr is not on record. Rptr has records. There were 5-6 other of her friends who had same surgery. The md was told to notify them of possible fungus in their implants. This was not done.

Event description:
Fungus found in saline breast implants, cultured by lab in hosp; streptomycosis, thought it was nocardia. Rptr did not receive numbers for implant product ID, no literature, only a book that was found in drawer of office. Implants filled with saline? From where - also the md went to another country frequently. Rptr has strong reason to believe the implants were from that country, not the saline solution. Six other of rptr's friends had the same implants, md was told by other md to notify of possible fungus in the implants, this was not done. Rptr had multiple surgeries to correct this. Rptr is limited in her arms, and her immunity is low. Rptr is questioning a possible fungus still in her body from this. The first md/second surgery, implants were abnormal, grossly high and uneven. The surgery was done in the md office. Saline implants were filled by a syringe and bowl; according to MFR it is done by sterile technique, tubing to tubing. After second surgery, multiple injections of lidocaine were placed on each side, no documentation of how much used or even surgery was done on rptr's chart. Only a consent for eye surgery was used for breast surgery. Rptr called MFR, they have no record of her number or name for implants. Rptr thinks the devices are from another country. Also, the dates on the mcghan booklets were from 1994 - given to rptr, 1995 - on her chart. Rptr picked up her medical records, approx 1/97 - they had been added to literature of implants. Rptr questions records being different. On sunday, 2/18/96, rptr made phone call to dr regarding problem with "as gel" unidentified fungus in both implants, although none seen in surrounding capsule. Md suggested he may want to call rptr after friends who were done at same time and "take care of it".